Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the up arrow, down arrow, and ok buttons all respond appropriately to button presses. The contrast button was found to be intermittently responsive. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. There is no evidence of peeling or damage to the keypad. Evaluation revealed keypad contamination under the contrast and down arrow keypad buttons. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for a damaged keypad. Investigation revealed that the keypad is not damaged, but there was evidence of contamination observed under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.